Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. The "valve struts would not fit inside the annulus due to the calcification." The valve was replaced with a non-edwards device. Information elarned from implant patient registry and from the operative report.

Event description:
The device history record (DHR) review was completed on and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Sizing issues. Device not returned.